Event description:
The patient was undergoing a coil embolization procedure in the aortopulmonary collateral arteries using packing coil lps, a non-penumbra microcatheter, and a guidewire. During the procedure, while advancing a packing coil lp into the target location, the physician decided to retract and reposition the packing coil lp. Subsequently, upon retracting the packing coil lp, the packing coil lp unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached packing coil lp was removed from the patient and the coil was flushed out of the microcatheter. Then, a second packing coil lp was advanced into the target location and the physician also decided to retract and reposition the second packing coil lp; however, the same issue occurred. Therefore, the microcatheter containing the second detached packing coil lp was removed from the patient and the coil was flushed out of the microcatheter. The procedure was completed using ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2023-00273.